Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/04/2016 with the following findings: during investigation, the pump was found to have a dim display with the letters having a red hue. Unrelated to the original complaint, the battery compartment was cracked from the case seal traveling to the bumper. Additionally, the battery compartment threads were stripped and the battery cap was unable to secure. A test battery cap was used to complete investigation.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.